Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the battery, reset the time and date but the freezed up and had to press a couple of times before it respond. The customer¿s blood glucose level was 146 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was response from a button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Customer reported that the button was not unresponsive during an easy bolus attempt. Customer states the buttons were not responding. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No button error alarm during testing. Passed self test.